Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (252 mg/dl). Reportedly, the customer consumed too many glucose tablets when addressing a blood glucose level. Customer delivered a bolus to bring bg levels to target range.